Manufacturer narrative:
The customer¿s report of an overinfusion of magnesium sulfate was confirmed. Analysis of the pcu event log shows that "magnesium sulfate asthma" 1.5gram/300ml was programmed using a custom concentration entry with a vtbi of 300ml rather than the intended vtbi of 100ml to infuse over 20 minutes. This caused the infusion to run at 900ml/h until an air in line alarm occurred approximately 8 minutes after the start of the infusion. According to the log the device delivered approximately ~102 mls of fluid. After completion of that infusion, another one was performed using the correct parameters, 1.5gram/100ml. The second infusion completed as scheduled twenty minutes later and the system was powered off. The root cause was identified as a user programming error. No device was received for investigation.

Event description:
The primary infusion was programmed to infuse 150ml/hour. The customer reported that the patient became hypotensive and required 2 normal saline boluses.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the device alarmed for "air in-line" and user noted the entire magnesium sulfate 1,500mg/100ml bag infused in 12 minutes instead of 20 minutes. The user verified the correct programming was entered in guardrails, volume in the IV bag appeared normal, and the infusion ran on its own device. Pharmacy checked a new 100ml IV bag from the same lot and the volume was 108mls. The customer wants an event log review to check for programming and volume infused.